Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink system continu-flo solution sets had the retractable collar on the end connection piece fused together; the collars did not spin at all and was unable to make the attachment to other products. This was identified during set up of unspecified medication, during the priming of tubing with intravenous fluid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation; the other three (3) samples were not received and therefore, could not be evaluated. The visual inspection identified the collar was solvent bonded to the male luer which affected the mobility or spin of the collar. The reported condition was verified. The cause of the condition was improper solvent application at the automatic assembly during the manufacturing process. The affected segment of the device was the tail end segment which is assembled by an automatic machine which dispenses solvent and performs the joints. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.